Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(6) for the inform system 2.

Event description:
Caller states that the following readings were obtained on a patient with two inform systems within 10 minutes: 335 mg/dl (inform system 1) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.